Event description:
The device was returned to the service center for a report from the customer contact that the device door locking mechanism was broken. This did not indicate a reportable malfunction. However, during verification testing at the service center the locking mechanism and door latch were found in good condition and the regulator shaft was found broken.

Manufacturer narrative:
The device was received on (B)(4) 2014. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.